Event description:
The physician attempted to place a biodivysio 3.5mm x 11mm stent in a saphenous vein graft ostial to the obtuse marginal. The vein graft lesion was predilated with a 3.5mm x 15mm balloon. The physician attempted to place a 3.5 x 15mm biodivysio as, which would not cross. A 3.5 x11mm biodivysio as was attempted and also would not cross the lesion. The wire, guiding catheter and stent delivery system "popped" out of place. The physician left the wire and guiding catheter in place and removed the stent delivery system through the guiding catheter. When the stent delivery system was out of the patient, it was noted the stent was not on the balloon. The exact location of the stent is unknown. The physician reports he "is sure the stnet is not in the renal arteries, it traveled south into the left lower extremity." Another manufacturer's stent was placed to treat the lesion. The patient had been on heparin. It is unknown if any other medications were ordered. The patient was transferred to recovery room from the catheterization laboratory. There have been no reports to any adverse patient effects.